Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 20318168.

Event description:
It was reported that the patients leads migrated two vertebral bodies from where it was first placed. The physician wanted to replace the patients old lead to a new one however, the physician was unable to advance the new lead because of scar tissue and did not want to risk the patient's safety. The procedure was aborted. The patient's leads remained implanted.